Event description:
Event description cpi received information that this bipolar lead was removed from service due to dislodgement. One day after the implant, the physician elected to perform an invasive procedure to replace the lead with a new bipolar lead. * the physician's manual 352527-003c, page 15, lists displacement as an adverse effect.